Event description:
The non pacemaker dependent patient presented for a follow- up with atrial lead impedance of 1429 ohms. Printouts from the last follow-up showed that impedance had been greater than 2500 ohms. When isometrics were performed, p-wave markers disappeared, no atrial pacing was seen for 2 to 3 seconds and the electrogram nearly flatlined. Fracture was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.